Event description:
An alarming issue was reported with the adc device. A customer reported that the sensor's alarm failed to trigger and as a result, the customer was provided glucose by their spouse for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is properly seated, and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was activated with a known good reader and linearity testing was performed. High and low glucose alarms were set on the reader and both were successfully activated. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Attempts were made to replicate the user complaint and were successfully by receiving high/low glucose alarms on using a known good libre 2 sensor. No issues with the freestyle librelink app. Were not identified. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.